Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2209280. Medical device expiration date: 31-aug-2027. Device manufacture date: 29-sep-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 400 bd discardit¿ ii syringes from lot 2209280, and 1 syringe from an unspecified lot were bent. The following information was provided by the initial reporter: "customer informed us that the syringe head of some syringes of lot 2209280 are bent. Approximately 50% of the syringes are affected."

Event description:
It was reported that 400 bd discardit¿ ii syringes from lot 2209280, and 1 syringe from an unspecified lot were bent. The following information was provided by the initial reporter: "customer informed us that the syringe head of some syringes of lot 2209280 are bent. Approximately 50% of the syringes are affected."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jul-2023. H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2209280. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twenty (20) samples were received for evaluation by our quality team. The samples were examined and the defect of bent tip could be confirmed. Previously, eight (80) retained samples were obtained from the manufacturing facility for review; however, none of the retained samples displayed bent tips. At this time, an exact cause for this incident cannot be determined. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any defective product identified. Based on this preventive measure, it is most likely that the observed damage resulted from a blockage in the barrel feeding process. After the blockage, the damaged syringe tips went undetected within the assembly machine. H3 other text : see h10.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2209280. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Eighty (80) retained samples were obtained from the manufacturing facility for review; however, no signs of bent tips could be observed. Based on the investigation results, an exact manufacturing related cause could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported that 400 bd discardit¿ ii syringes from lot 2209280, and 1 syringe from an unspecified lot were bent. The following information was provided by the initial reporter: "customer informed us that the syringe head of some syringes of lot 2209280 are bent. Approximately 50% of the syringes are affected."